Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-41, lot# v872916, implanted: (B)(6) 2012 , product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that their devices were implant for groin pain. Patient said they had a feeling the whole system was dead or that the lead has gone bad on at least one side since around (B)(6) 2019. They said the device has not been working for the pain like it should, or that at least one ins died. Patient said a representative (rep) came to their pain management healthcare professional (hcp) but the rep didn't know anything about the devices. It was reviewed the patient's device is off label and reviewed rep's role in off label situations. Patient said they wants a rep to be at the appointment because the nurses botch up badly meaning the nurse messes up. Patient also said after the devices are implanted the rep was always there and programs the devices. Patient was redirected to follow up with hcp to schedule an appointment to have the devices checked. No further complications were reported or anticipated.